Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and was found to have blade damage at the midpoint of the blade. Both blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that when the surgeon was maneuvering the mega suturecut needle driver instrument through the uterus, the instrument failed to articulate at the wrist. The procedure was completed with no reported injury.